Event description:
This event was reported as insufficiency and moderately severe stenosis with calcified obstruction/calcified degenerative disease. This valve was implanted in pulmonary position. No further info was provided.